Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: hello! The user states that the nurse call is no longer functioning to light up a light at the door of the room with alarms. Summary: communication board does not detected the sensors (spo2 / co2 / nursecall).

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: after several times (at least 3 times) tried to receive more information to understand the issue better no hamilton medical ag did not receive any reply. Therefore, no root cause could be established.

Event description:
The following was reported to the (B)(6) medical: detailed complaint and failure description: hello! The user states that the nurse call is no longer functioning to light up a light at the door of the room with alarms. Summary: communication board does not detected the sensors (spo2 / co2 / nursecall).

Manufacturer narrative:
(B)(6) medical conclusion for this event: investigation ongoing.